Manufacturer narrative:
The customer¿s report of 45ml of solution missing from the bag was not verified. A review of the device event log noted the infusion was programmed on (B)(6) 2015 at 11:53 am. Lorazepam (filter) 40mg/100ml - drug ID (B)(4), dose 1mg/h and rate 2.5ml/h with an vtbi of 90ml. On (B)(6) 2015 between 11:55am to 12:15pm, the device alarmed a total of four times for air in line and flow stop open. Each time the pump module door was opened and closed. Two dose and rate changes occurred on (B)(6) 2015 at 12:36pm and 5:12pm. The device was paused six times between (B)(6) 2015 at 4:39pm and (B)(6) 2015 at 8:53am. On (B)(6) 2015 from 8:42am to 8:47am, the dataset status and volume infused were viewed. At 8:53am, the infusion was paused; and at 8:59am, the channel off key was pressed which powered off the pcu. The primary volume infused was listed as 929.731ml. The total volume infused was calculated as 73.975ml. It is unknown what may have occurred with the fluid within the infusion bag. The programming review could only determine how much of the reported drug the pump module device recorded as being delivered (73.975ml); not how much fluid left or remained in the infusion bag. The root cause was not identified. The device, infusion set, and infusion bag were not returned for investigation by the customer.

Event description:
Correction: customer reported lorazepam 40mg/100ml was set to infuse at 1mg/hr (rate: 2.5ml/hr) at 10am. The night shift reported 45 ml total volume of the drug missing from the bag. The customer is requesting a log review to see if it was possible to determine if there were any alarms, changes to the setting, user error, or possible diversion of the drug from family members that could have contributed to the discrepancy. There was no reported harm to the patient as a result of this event. There was no report of patient harm or medical intervention.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.